Event description:
It was reported to dräger that the ventilator suddenly posted alarms during use indicating a disturbed ventilation. As per report, the users observed a small amount of blood in the et tube, and the patient experienced a desaturation. The report does not contain a clear indication for the potential presence of a device malfunction, and the user did not allege one.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up/final report.